Event description:
It was reported the device defibrillation test fails. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) personnel and has been investigated by the philips complaint handling team. We made multiple attempts to request information about the cause and resolution of the reported problem, but no response was received, and no information was made available. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. We cannot confirm the cause and final disposition of the device due to the customer's lack of response to requests for additional information. The investigation concludes that no further action is required at this time.